Event description:
It was reported to philips that there was a start-up problem with the allura system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. The field service engineer inspected the system onsite and after replacing the host pc and reloading the software, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a planned treatment/non-emergency treatment when the issue occurred. The procedure was aborted and was completed using another system. A philips field service engineer (fse) inspected the system on-site and confirmed the start-up issue. The system log files were analyzed which showed the message "host-pc did not startup in the previous system start" which confirmed the reported issue. Troubleshooting conducted by the fse identified issues with host pc due to board management controller (bmc) failure. The issue was resolved by first replacing the host pc and its hard disk, and then proceeding with the installation of software. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction of host pc and identified that main board had failed. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.